Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Beth reported via phone call of issues with the customer's insulin pump. It was reported that the customer had issues with low blood glucose levels. It was reported that the customer's blood glucose level at the time of incident was 41mg/dl. The customer's most current level was 336mg/dl. It was reported that the customer was hospitalized for the low levels. The customer's blood glucose level at the time of admission was 21mg/dl. Troubleshoot was conducted and the customer was advised to monitor the device and contact their health care provider regarding unexplained low levels. The caller insisted on having the customer's device replaced. The pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with error alarm and reset settings to factory default after battery change and was unable to verify the root cause. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test. The pump was received with an unexpected restart alarm and the settings reset to factory default after a battery change due to a broken solder joint on the interface board.